Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call the insulin pump had device test failed. The customer¿s blood glucose was 137 mg/dl. Customer stated that she was sleeping when she heard that her pump was beeping. Customer mentioned that initially it was asking her to rewind, however the piston does not go down completely during rewind and it goes back to the main screen. Customer stated that they are able to rewind the insulin pump. Customer said it piston went down but not completely, piston went up but does not show no reservoir detected message. Customer assisted with performing displacement test and test was failed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit alarmed pump error during rewind due to severe corrosion on motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump errors. Unable to verify reservoir detected message anomalies, prime/fill anomalies, displacement anomalies or pump error 130 due to constant pump errors. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, slightly peeling end cap address label and corrosion on force sensor assembly.